Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? (B)(6) 2021. What date did the abscess appear and the pyrexia develop on? No further information is available. Was there any medical or surgical intervention performed to treat the abscess or the pyrexia (product removed; re-operation; prescription medication)? If so, please specify. No further information is available. If medication was required, please clarify if it was prescribed or purchased over-the-counter. No further information is available. What is the most current patient status? Now, pyrexia has subsided, and the patient is being followed up. Can you identify the lot number of the product that was used? No further information is available. Hemostatic procedures were performed with this product in gynecological surgery. The product was not rinsed off after hemostasis was achieved. After the procedure, abscess and pyrexia developed in the patient, and antibiotics were administered as outpatient treatment. The patient was then followed up and recovery was confirmed. The patient has been discharged from the hospital. The patient was readmitted to the hospital for 5 days and recovered after administration of antibiotics and was discharged from the hospital. Something like an abscess appeared from the vagina and the patient had pyrexia, so the physician ordered re-hospitalization. After administration of antibiotics and hospitalization for 5 days, the fever subsided, and the patient was discharged. This was no designated as not serious by the reporter because without reoperation, the patient recovered with administration of antibiotics. Surgicel powder was used on the vaginal stump, and the abdomen was closed without washing. The surgeon¿s opinion is that there was a causal relationship between product and event because since the powder permeates the liquid, it was considered that the powder entered deep through the gap between the sutures at the vaginal stump and remained there, which may have caused the abscess. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Female. What were the diagnosis and indication for the index surgical procedure? Total laparoscopic hysterectomy. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? No further information is available. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? After administration of antibiotics and hospitalization for 5 days, the fever subsided, and the patient was discharged. Were cultures performed? If yes, results? No further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess and pyrexia? No further information is available. What is the patient¿s current status? The patient has been discharged from the hospital. What was the antibiotics were used to treat the patient¿s abscess and pyrexia? No further information is available.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2021 and absorbable hemostat was used. After the procedure an abscess and pyrexia developed. The pyrexia has subsided, and the patient is being followed up. Additional information was requested